Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a implantable cardioverter defibrillator (ICD) replacement procedure due to normal battery depletion (nbd), when the defibrillation (df) terminal pins were removed from the device header, pacing stopped. The right ventricular (rv) lead was connected to the new device, and when the df terminal pins were removed from the new device header the lead continued to pace. The replacement procedure was successfully completed and the rv lead remains in service. No adverse patient effects were reported.